Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent expired on an unk date after the use of the product.